Event description:
It was reported that the cardiac resynchronization therapy - defibrillator (crt-d) reached elective replacement indicator (eri) earlier than expected due to high left ventricular (lv) pacing lead output. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator 2010 (B)(6); 694958 implantable tachy lead 2005 (B)(6); 407645 implantable pacing lead 2005 (B)(6). (B)(4).